Manufacturer narrative:
The reported events cannot be confirmed by the available angiographic procedural media. The available media was reviewed by a bsc quality engineer. The media shows the successful implantation of a lotus edge valve in a severely calcified annulus. The device was positioned in an acceptable position with no visible leaks, however a final contrast assessment of the deployed valve was not provided for review. No issues during the implantation were noted in the media provided for review which could likely have contributed to the complaint events.

Event description:
Reprise IV. It was reported that left bundle branch block (lbbb) requiring permanent pacemaker implant occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and subject was on a prior regimen of other antiplatelet medication at the time of the index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the prosthetic aortic valve involved partial resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as transcatheter aortic valve replacement procedure, the subject developed a new onset of left bundle branch block. The event led to prolongation of hospitalization. A new permanent pacemaker was implanted for the event and the event was treated medically. At the time of reporting, the outcome has not been reported. It was further reported that: on the same day of index procedure, subject developed complete heart block. 3 days post index procedure, a new permanent pacemaker was implanted successfully. The events are considered to be recovered and the subject was discharged on the same day on anticoagulant.

Event description:
Reprise IV it was reported that left bundle branch block (lbbb) requiring permanent pacemaker implant occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and subject was on a prior regimen of other antiplatelet medication at the time of the index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the prosthetic aortic valve involved partial resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as transcatheter aortic valve replacement procedure, the subject developed a new onset of left bundle branch block. The event led to prolongation of hospitalization. A new permanent pacemaker was implanted for the event and the event was treated medically. At the time of reporting, the outcome has not been reported. It was further reported that: on the same day of index procedure, subject developed complete heart block. 3 days post index procedure, a new permanent pacemaker was implanted successfully. The events are considered to be recovered and the subject was discharged on the same day on anticoagulant.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
Reprise IV study: it was reported that left bundle branch block (lbbb) and complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and subject was on a prior regimen of other antiplatelet medication at the time of the index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the prosthetic aortic valve involved partial resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. It was further reported that: one day post index procedure the subject developed lbbb and complete heart block. Transvenous pacing wires were left in place. Both the events led to prolongation of the hospitalization and the lbbb treated with medication. Four (4) days post index procedure, a new dual chamber permanent pacemaker (boston scientific accolade) was implanted successfully. Six (6) days post index procedure, the complete heart block was considered resolved and the subject was discharged on another anticoagulant.

Manufacturer narrative:
The reported events cannot be confirmed by the available angiographic procedural media. The available media was reviewed by a bsc quality engineer. The media shows the successful implantation of a lotus edge valve in a severely calcified annulus. The device was positioned in an acceptable position with no visible leaks, however a final contrast assessment of the deployed valve was not provided for review. No issues during the implantation were noted in the media provided for review which could likely have contributed to the complaint events. A1: patient ID corrected from (B)(6) to (B)(6). B5, b6 : updated.

Event description:
Reprise IV it was reported that left bundle branch block (lbbb) requiring permanent pacemaker implant occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and subject was on a prior regimen of other antiplatelet medication at the time of the index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the prosthetic aortic valve involved partial resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as transcatheter aortic valve replacement procedure, the subject developed a new onset of left bundle branch block. The event led to prolongation of hospitalization. A new permanent pacemaker was implanted for the event and the event was treated medically. At the time of reporting, the outcome has not been reported. It was further reported that: on the same day of index procedure, subject developed complete heart block. 3 days post index procedure, a new permanent pacemaker was implanted successfully. The events are considered to be recovered and the subject was discharged on the same day on anticoagulant. It was further reported that: post index procedure, transvenous pacing wires were left in place. The new pacemaker was a MRI compatible dual chamber boston scientific accolade permanent pacemaker that was implanted successfully.

Event description:
(B)(6). It was reported that left bundle branch block (lbbb) requiring permanent pacemaker implant occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and subject was on a prior regimen of other antiplatelet medication at the time of the index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the prosthetic aortic valve involved partial resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as transcatheter aortic valve replacement procedure, the subject developed a new onset of left bundle branch block. The event led to prolongation of hospitalization. A new permanent pacemaker was implanted for the event and the event was treated medically. At the time of reporting, the outcome has not been reported.